Event description:
It was reported that there was high impedance, oversensing, noise, and a likely issue with a setscrew. The doctor decided to replace the lead in view of the fidelis advisory. The lead was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as 'well'.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation: no anomalies found; full lead returned. The only setscrew mark on the is-1 pin is too proximal, indicating the lead was not fully inserted. This can cause the ring connection to be open or intermittent.